Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an endoleak at an indeterminate origin and abdominal aortic aneurysm sac growth (5.5 cm to 8.5 cm from 2007 to 2018) on 15 may 2018 as reported by physician ((B)(6) at ((B)(6) hospital. As the date of event is unknown, the best estimate ((B)(6) 2018 was used. The patient was originally implanted with an afx device in 2007 by dr. ((B)(6). During re-intervention, the patient was treated by the reporting physician in 2018. As the implanted and re-intervention dates are unknown, the best estimates ((B)(6) 2007 and ((B)(6) 2018 were used, respectively. The patient's current condition is unknown. No additional information is available including the product details to the implanted device.

Manufacturer narrative:
Based on a review of the event, it was noted that the reported device failure occurred outside of the expected life of the device; therefore this event is an expected and foreseeable side effect. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 05/16/2018 and denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Upon further review, the reported type iiib endoleak and aneurysm enlargement were diagnosed more than ten (1) years after the afx product was implanted in the patient. Therefore, the product has exceeded it's life expectancy and there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of this endologix device.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018 and denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).

Event description:
Additional information received confirming that the physician is unwilling to provide the patient information. The previously indeterminate endoleak is reportably and possibly a type iiib endoleak. Due to the patient's age, the physician is not planning a re-intervention.